Event description:
Upon investigation, the reported condition could not be confirmed. Device was functional upon powering on. Lvp was ran through final acceptance testing to get the device hot to see if that could cause a failure but device operated normally. A visual investigation inside the cavity showed the ribbon connections for the lcd appeared fine but these were re seated. Powering back on the lvp, lcd was still functional.

Event description:
The following has been reported: biomed reported white screen. An initial review of the device logs reveals the following: mechanical hardware failure (screen unresponsive) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.